Event description:
It was reported that the customer had issues with a box of sensors that did not work. He received multiple calibration errors. The sensors were 100 points off. His blood glucose level was 38 mg/dl and his sensor was reading 120 mg/dl. He treated his low blood glucose level with soda. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.